Manufacturer narrative:
(B)(4).

Event description:
It was reported that high threshold was observed on the rv lead. The lead was capped and replaced on (B)(6) 2016. The patient is doing well with no problems.

Event description:
New information received notes that the capture anomaly was found during follow-up in clinic. Patient had no symtoms from the capture issue.